Event description:
Patient being transferred from the CT scanner table to the transport gurney utilizing a hover mat. The gurney brake was engaged. While moving the patient the brake disengaged, the gurney rolled away and the patient fell to the floor, sustaining a fracture of the distal clavicle.hospital has a service contract with the manufacturer. Will come to the hospital for repair.